Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that an ivc filter leg had detached. Reportedly, the detached filter limb had endothelialized within the wall of the vena cava at the same level of the ivc filter. The filter was retrieved without incident. The detached limb remains implanted. No report of injury to the pt.